Event description:
It was reported that the insulin gauge was inaccurate. There was no reported impact to the customer¿s blood glucose level. The customer declined to load a new cartridge and continued insulin therapy with the existing cartridge. Multiple attempts were made by tandem technical support to obtain additional information; however, a response was not received.